Manufacturer narrative:
The customer reported that the strips may have been exposed to temperature above 90 degrees fahrenheit. Be advised strips should be stored at room temperature (below 90 degrees fahrenheit) or in the refrigerator (35 degrees fahrenheit) until the expiration date. The storage of the strips cannot be ruled out as a possible root cause for the observed inr values. Technical support identified several customer technique issues which included: excess alcohol residue left on the finger while the finger stick was performed, performing the finger stick during the incorrect meter mode, adding multiple drops of blood to the sample well, and touching the sample well during sample application. Excess alcohol may contaminate the blood sample and may affect the coagulation test. Performing the finger stick too early can cause a delay in sample application which may have prematurely initiated clotting and adversely effected sample migration, flow, and saturation. Once blood is added to the sample well, it will travel down the strip channels and will initiate testing. Adding multiple drops of blood will disrupt the initial testing reaction and may contribute to unexpected inr results or testing errors. Touching the sample well can impede the flow of the sample down the strip channels causing inaccurate technique cannot be ruled out as a possible root cause for the observed inr values. Inratio precision data provided by end-user. Date: (B)(6) 2013, 1st inr: 3.1, 2nd inr = 1.4, mean = 2.25, sd = 1.20, %cv: 53.43. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on reported lot #304245 on (B)(4) 2013. Results were as follows: donor a) (B)(4) - inratio: 1.7, 1.8, 1.8, 1.70, 1.20, 2.20, 3.27; b) 216, 1.6, 1.7, 1.7, 1.65, 1.15, 2.15, 3.46. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: customer's results did not meet precision criteria. No product was expected to be returned so retain products were used for investigational testing. Customer identified that the product may have been subject to exposure to conditions outside of the recommended ranges, improper techniques during testing were also revealed. These factors cannot be ruled out as possible root causes for the customers results. Retain strip testing results met precision criteria. As of 08/02/2013, (B)(4) discrepant result complaints were reported for lot #304245 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(4)2013, 1st inratio: 3.1, 2nd inratio: 1.4. Time between tests: <15 minutes. Therapeutic range: unk. Pt stopped lovenox 2 weeks ago. Caller reports that the meter was not in the correct mode when finger stick was performed, multiple drops of blood were added to the test strip and the pt's finger touched the sample well. Customer also stated that strips might have been stored at temperatures above 90 degree fahrenheit, and she believed the extreme heat in her area may have damaged the strips.